Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion intervention required), sepsis ("septicaemia following device removal"), fatigue ("extreme fatigue"), musculoskeletal pain ("joint and muscle pain, I live with pain, I am on category 2 disability"), heavy menstrual bleeding ("haemorrhagic periods"), aphasia ("I am searching for my words, I have to write down everything"), premature menopause ("at 44 years old, I became menopausal"), headache ("headaches") and amnesia ("memory losses"). The patient was treated with codeine, cortisone and antidepressants as well as surgery (uterus, tubes, ovaries removed in emergency surgery). Essure was removed. The reporter considered amnesia, aphasia, back pain, fatigue, headache, heavy menstrual bleeding, musculoskeletal pain, premature menopause and sepsis to be related to essure administration. The reporter commented: report in online journal www.ledauphine.com / le dauphiné libéré: at 44 years old, I became menopausal. I am on category 2 disability. I take codeine, antidepressants, cortisone. I am searching for my words. I have to write down everything! I live with pain. Had an emergency surgery at a hospital. Uterus, tubes and ovaries were removed. Septicaemia occurred following removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-feb-2023: quality safety evaluation of ptc. 17-feb-2023: ha reference number received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion intervention required), sepsis ("septicaemia following device removal"), fatigue ("extreme fatigue"), musculoskeletal pain ("joint and muscle pain, I live with pain, I am on category 2 disability"), heavy menstrual bleeding ("haemorrhagic periods"), aphasia ("I am searching for my words, I have to write down everything"), premature menopause ("at 44 years old, I became menopausal"), headache ("headaches") and amnesia ("memory losses"). The patient was treated with codeine, cortisone and antidepressants as well as surgery (uterus, tubes, ovaries removed in emergency surgery). Essure was removed. The reporter considered amnesia, aphasia, back pain, fatigue, headache, heavy menstrual bleeding, musculoskeletal pain, premature menopause and sepsis to be related to essure administration. The reporter commented: report in online journal www.ledauphine.com / le dauphiné libéré: at 44 years old, I became menopausal. I am on category 2 disability. I take codeine, antidepressants, cortisone. I am searching for my words. I have to write down everything! I live with pain. Had an emergency surgery at a hospital. Uterus, tubes and ovaries were removed. Septicaemia occurred following removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion intervention required), sepsis ("septicaemia following device removal"), fatigue ("extreme fatigue"), musculoskeletal pain ("joint and muscle pain, I live with pain, I am on category 2 disability"), heavy menstrual bleeding ("haemorrhagic periods"), aphasia ("I am searching for my words, I have to write down everything"), premature menopause ("at 44 years old, I became menopausal"), headache ("headaches") and amnesia ("memory losses"). The patient was treated with codeine, cortisone and antidepressants as well as surgery (uterus, tubes, ovaries removed in emergency surgery). Essure was removed. The reporter considered amnesia, aphasia, back pain, fatigue, headache, heavy menstrual bleeding, musculoskeletal pain, premature menopause and sepsis to be related to essure administration. The reporter commented: report in online journal www.ledauphine.com / le dauphiné libéré: at 44 years old, I became menopausal. I am on category 2 disability. I take codeine, antidepressants, cortisone. I am searching for my words. I have to write down everything! I live with pain. Had an emergency surgery at a hospital. Uterus, tubes and ovaries were removed. Septicaemia occurred following removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: nullification: upon internal review this report was detected to be a duplicate to record (B)(4) to which all information will be transferred, then this duplicate record (B)(4) will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.